Event description:
The customer reported false negative reactions with cell #1 of biotestcell 1&2 in the tube technique. The customer used a control kit of a competitor. This control kit contains an anti-d. Despite several inquiries, the customer was not able to provide an exact date of event. The customer did return the control kit that had caused false negative test results and the supposedly defective product was returned, too, for investigational testing. Upon arrival in our quality control laboratory, the supposedly defective product was already expired and could not be tested. The retained sample had been tested with a weak reacting anti-d. Both d positive screening cells of biotestcell 1&2 reacted correctly positively. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false negative reactions with cell #1 of biotestcell 1&2. The customer was not able to provide the exact days of event. The customer has returned the sample that had caused false negative test results and the supposedly defective product was sent to us for investigational testing, too. Tests in our quality control laboratory are still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident